Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in internal carotid to common carotid artery. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon failed to inflate and a pinhole was noted. The device was removed and the procedure was completed with another device. No patient complications were reported.